Manufacturer narrative:
Investigation is ongoing. H3 other text: discarded.

Event description:
As reported by japan, a transaxillary (tax) tavr procedure of a 23mm sapien 3 ultra resilia (s3ur) valve was performed. Regarding the access vessel (left axillary artery to subclavian artery), the degree of calcification was mild, tortuosity was moderate, and the minimum luminal diameter (mld) was 5.4 mm. After inserting a safari wire, a 14fr esheath was inserted from the left axillary artery by cutting down. Resistance stronger than usual was encountered during insertion of the sheath, but it could be inserted smoothly after passing through the calcified area. When a commander delivery system (ds) was inserted in the esheath+, the resistance was also encountered. At that time, transesophageal echocardiography (tee) revealed floating substance near the sinus of valsalva (sov). It was cylindrical stuff of 4-5cm along the safari wire, and was presumed to be a subclavian artery-s intima delaminated due to the insertion of the esheath. Therefore, a decision was made to stop the device approach and the ds and the esheath were withdrawn to avoid that the floating substance entered to the left ventricle. After that, a14fr non-ew sheath was inserted and the floating substance was removed by using a snare catheter. After that, when considering performing a transfemoral tavr, another similar floating substance was observed from sov to ascending aorta in tee. It seemed it was bigger than previous one, and also could be confirmed in angiography. Therefore, it was decided to perform a surgical aortic valve replacement (savr) to open the aorta to remove the floating substance. A 21mm inspiris valve was implanted. Since remaining floating substance could not be found in angiography, the procedure was completed. During the surgery, there was no problem observed in cerebral blood flow.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "sheath insertion and suturing - difficulty introducing sheath" was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported "during insertion of the esheath+, resistance stronger than usual was encountered, but the esheath+ could be inserted smoothly after passing through the calcified area." Furthermore, it was reported that "calcification was mild, tortuosity was moderate, and the minimum luminal diameter (mld) was 5.4 mm." Also as reported "regarding the access vessel (left axillary artery to subclavian artery), the degree of calcification was mild, tortuosity was moderate, and the minimum luminal diameter (mld) was 5.4 mm." Per procedural training manual "push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification." Tortuous patient anatomy can create sub-optimal angles that can lead to resistance during sheath insertion. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles that may lead to resistance. Undersized vessels can create a restricted pathway or constrained condition resulting in increased resistance. As such, available information suggests that patient factors (tortuosity, calcification, undersized vessels) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The complaint for "introduce and navigate system through sheath / access vasculature - resistance between system components - inability through sheath" was unable to be confirmed due to no imagery/device provided. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: -tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. As reported, the patient's "tortuosity was moderate." -calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. As reported the "degree of calcification was mild." -undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. As reported, "the minimum luminal diameter (mld) was 5.4 mm which is less than what is indicated (5.5mm is indicated for 14f esheath plus)." The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.- in addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (tortuosity, calcification, undersized vessels) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.